Manufacturer narrative:
The v.a.c.® therapy type and serial number was not provided, therefore a device evaluation could not be performed. Based on the information available, it cannot be determined that the alleged mesh infection and subsequent mesh extirpation are related to v.a.c.® therapy. V.a.c.® therapy was re-applied to the patient until healing, and nine patients in the study had contaminated or dirty/infected wounds prior to v.a.c.® therapy application. The article noted that "the use of a permanent in contaminated surgical fields has been advised against, since the dominating previous experience has been that infected mesh could seldom be salvaged." It is unknown if this patient had a dirty/contaminated wound prior to v.a.c.® therapy application. The v.a.c.® therapy type and serial number was not provided, therefore a device evaluation could not be performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On 25-jan-2019, the following information was received by kci after a review of journal article, petersson p et al. Scand j surg. Vacuum-assisted wound closure and permanent onlay mesh-mediated fascial traction: a novel technique for the prevention of incisional hernia after open abdomen therapy including results from a retrospective case series. 2018 dec 21, doi: 10.1177/1457496918818979 that noted the following: under the 'results' section: one patient developed a mesh infection treated conservatively with antibiotics for a prolonged period of time before a small part of the onlay mesh was extirpated, where the wound was treated with npwt until healing. The article also noted that "the use of a permanent in contaminated surgical fields has been advised against, since the dominating previous experience has been that infected mesh could seldom be salvaged." Nine patients in this study had a contaminated or dirty/infected wounds prior to initiation of v.a.c.® therapy. The study occurred between dec-2014 and dec-2016. The v.a.c.® therapy device type and serial number was not provided, therefore a device evaluation could not be performed.